Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) failed to detect the refrigerator door as closed. A field service engineer found that the smart remote manager (srm) latch had failed. The fse replaced the microswitches and repair was tested, and the customer verified the station functionality. Preventative maintenance was completed and resolved the issue. The system functioned as intended after the field service engineer replaced the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager failed to detect refrigerator door at closed position. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.